Event description:
It was reported that the device had an e02 error code "mother board failure". The surgeon had to cancel the scheduled procedure on (B)(6) 2025.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).